Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer reportedly used cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been received for eval. Should additional info be received a supplemental form will be completed.